Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs100 intra-aortic balloon pump (iabp), it was confirmed of blood intake by burr rupture. A 40cc trp was inserted as a backup for pci. Approximately 12 hours later, a blood clot was found in the extension tube, so it was immediately replaced with a 40cc tube of the same size, and treatment continued. After removing the balloon, inspection revealed a pinhole near the tip. No harm or injury to the patient was reported.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11,a2, a3, a4, h8 corrected data: h6 (type of investigation, investigation findings), d10.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: d9, h3.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) reported that the iabp unit has already been disposed of at the facility. The customer will not need repairs of the iabp in the future. Should more information become available, the information will be updated accordingly.